Event description:
Olympus medical systems corp (omsc) was informed that during polypectomy, the clip could not be released from the applicator. The doctor tried to remove it with shaking slightly. Finally it broke away with applicator from the mucosa and the device could be withdrawn from the pt. There was no pt injury regarding this report.

Manufacturer narrative:
The subject devices have not been returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. A supplemental report will be submitted, if additional and significant info becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.